Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets failed to recover. A field service engineer (fse) identified that the drawers were sticking. The fse cleaned the tray, engines and pockets with alcohol. The fse then replaced the mini drawer due to spillage under the tray to resolve the issue and also replaced the battery. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple trays repeatedly failed and did not recover. However, there were no delays or adverse events or injuries reported based on this event.